Manufacturer narrative:
The device was returned to olympus and the evaluation found: there is a gap in the rubber cover of the forceps stopper. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there is a gap in the rubber cover of the forceps stopper.